Event description:
A surgical technician reported a bilateral case of trace diffuse lamellar keratitis (dlk), observed in a pt's right eye at 1 day post lasik treatment reporter indicated the topical steroid dosage was increased. Upon additional follow up, the reporter indicated the diffuse lamellar keratitis had resolved at the last post operative visit. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on alcon wavelight's acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).